Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead dislodged. An revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.